Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for air detected in the cassette during dwell 2 of 5. She was unable to clear the alarm. She discontinued treatment and disconnected. In the morning when she opened the cassette door she found fluid leaking from the cassette onto the pump module. She reported the incident to her pd nurse. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent has remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.